Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing connection disconnected, cause was unknown. Customer's blood glucose level was 78mg/dl. Reportedly, customer changed pump supplies to address the issue.